Event description:
During a robotic prostatectomy, the surgeon asked why his camera was moving and we discovered that the table had moved. No one was near the hand control for the table and we do not know what caused it to move. The patient and table were repositioned and the procedure continued. No apparent injury was noted to the patient. Patient had no complaints.